Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are received. Due to the nature of the medical event a report is being filed, a replacement meter has been sent to the customer.

Event description:
Customer reported receiving an error code on his precision xtra blood glucose meter for a period of 2 weeks and began experiencing symptoms of headaches and lightheadedness. He was seen by his health care provider and diagnosed with severe hyperglycemia. No treatment is reported. The product has been requested for investigation and a replacement meter has been sent to the customer. There was no report of death or mistreatment associated with this event.